Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. It was noted that the clinic had observed a gradual rise in the shock impedances overtime. Technical services (ts) suggested lead calcification build up as possible cause of the rise in rv lead shock impedances and recommended a commanded shock for further lead evaluation. Additionally, during an in person visit, further rv lead evaluation was performed and a commanded shock of 41j was delivered which led to a code 1005 that indicated an open circuit condition was displayed on the implantable cardioverter defibrillator (ICD) system. At this time, the rv lead and ICD remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that a lead revision procedure was performed. During the procedure, the physician noted that visual inspection showed that part of the lead coil conductor appeared to be externalized possibly due to insulation damage. The rv lead and ICD device were successfully explanted and replaced with a new lead and device. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. It was noted that the clinic had observed a gradual rise in the shock impedances overtime. Technical services (ts) suggested lead calcification build up as possible cause of the rise in rv lead shock impedances and recommended a commanded shock for further lead evaluation. Additionally, during an in person visit, further rv lead evaluation was performed and a commanded shock of 41j was delivered which led to a code 1005 that indicated an open circuit condition was displayed on the implantable cardioverter defibrillator (ICD) system. At this time, the rv lead and ICD remains in service. No additional adverse patient effects were reported.